Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. Reported event resulted in pt removal from ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) downloaded software. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).